Event description:
User facility mandatory medwatch received that stated: "pt was ordered 24 million units of penicillin (pcn) every 24 hours. Due to pump malfunction, pt received an additional bag (1000ml bag) of medication. Nurse noted medication dispensed at a fast rate even though the machine showed the correct rate. Infusion stopped and md notified." Upon further query, the following info was provided that indicated the pt received more medication than intended. The pump was programmed to deliver penicillin g 24 million units at a rate of 42ml/hr and vtbi (volume to be infused) of 1000ml. Although requested, the customer contact could not provide further pt or event details. Hospira is continuing to investigate.

Manufacturer narrative:
The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been received. The pump history was printed at the user facility. The pump history indicates that on (B)(4) 2010 at 2142, line a was programmed in the simple delivery mode at a rate of 42ml/hr and vtbi (volume to be infused) of 930ml with a calculated duration of 22 hours, 8 minutes, and delivery was started. Within the same minute, the delivery was stopped and backpriming occurred. At 2143, delivery was restarted. At 2153, the power was switched to ac power. At 0535, line a (331.9ml) and line b (0ml) volumes were cleared and the delivery on line a was restarted. At 0552, the device alarmed for e321 (battery charger timeout). The alarm was silenced and the device turned off. At 0635, the device was turned on. At 0636, the delivery was restarted at the same rate, with a vtbi of 586.6ml. At 0647, the power was switched to battery. At 0757, power was switched to ac. At 0848, the delivery on line a was stopped with a volume infused of 103.9ml and the device was turned off. Review of the history shows that the device delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).